Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012 the distributor contacted animas alleging that there was a load step malfunction and the pump did not recognize the cartridge. There is no additional information available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings:a review of the black box indicated a ¿no cartridge detected¿ warning had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The force sensor calibration was found to be within specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor pin was cracked and the display screen was dim and discolored.